Event description:
On (B)(6) 2012 - removed a three lumen, saline flush-type, bard power PICC due to complaints of sluggish infusions in two lumen and one lumen completely occluded. The catheter was replaced with another long-arm catheter. Advertisements for this particular bard catheter, with external valves, indicate that blood should not be able to enter the catheters, much less form clots that occlude the catheters. Dates of use: unk at least one week, (B)(6) /2012. Reason for use: poor peripheral venous access, non-central medications.